Event description:
Keypad button presses do not activate intended pump response. The pt reported that the keypad buttons have been intermittently over responding and not responding for the past 9 months. She noted that the keypad buttons feel flat. The pt confirmed that the rubber keypad is intact; denied exposing the pump to water and cleaning products; and stated that she wears the pump in her bra or on her waist with a clip.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.